Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 2. The home patient (hp) had not closed the clamps on the unused supply lines. The tsr explained to the hp that any lines not being used during therapy need to be clamped and stay clamped. Product surveillance contacted the hp's nurse regarding the system error 2240 alarm. The nurse stated that the hp has been doing fine and has been able to continue therapy. The nurse has already reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).